Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, after ablating of the right superior pulmonary vein, the guidewire got stuck. After some traction, the wire broke. The physician managed to retract the whole wire, and the catheter and sheath were removed from the patient. The issue occurred in the 3rd of four lesions. For safety concerns, the treatment of the fourth vein was aborted. No patient complications were reported. The device isn't expected to return for laboratory analysis.

Manufacturer narrative:
The device was not received for analysis. There are 2 pictures attached to this complaint which evidence the guidewire broken. The product was not returned for analysis to identify any defect with the device; therefore, the reported guidewire stuck issue cannot be established due to lack of evidence. Since the investigation does not lead to a clear conclusion, cause not established is selected as the most probable cause for this complaint. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, after ablating of the right superior pulmonary vein, the guidewire got stuck. After some traction, the wire broke. The physician managed to retract the whole wire, and the catheter and sheath were removed from the patient. The issue occurred in the 3rd of four lesions. For safety concerns, the treatment of the fourth vein was aborted. No patient complications were reported. The device is expected to return for laboratory analysis.